Event description:
One (1) patient, (B)(4), as diagnosed by a physician, experienced chemical burn of the cornea and conjunctiva with uncorrected visual acuity of less than 20/400 in the right eye. There was a grade IV conjunctival inflammation and some punctuate staining throughout the cornea. The cause was from a contact lens that had been soaking in un-neutralized cvs disinfecting lens care solution. Patient was prescribed lotemax and optive.